Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: -the foreign material was possibly not removed since the reprocessing was not conducted properly for leakage due to pinhole on the biopsy channel. The event can be detected and prevented by following the instructions for use: -gif/cf-170 series operation manual chapter 3 preparation and inspection. -gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the water channel. There were no reports of patient involvement.